Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under all of the electrodes and that therapy electrodes. Patient reported that that area has red bumps and is itchy. There was no alleged device malfunction contributing to the irritation. Patient was prescribed an injectable prednisone by a physician. Follow up indicated that the skin irritation is improving